Manufacturer narrative:
Investigations: visual inspection: small particles in the delivery fluid could be observed, but no measurable deformations were detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Computer controlled test: the results show that the valve operates within the accepted tolerance. Internal inspection: after dismantling of the valve, deposits were found in the progav. Result: based on our investigation, we could not detect a malfunction of the valve. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv410t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the valve was believed to be operated in underdrainage and is difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: 175 centimeters (cm). Weight: 53 kilograms (kg). Gender: male. Same event as medwatch# 3004721439-2022-00057.